Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter and cable. Customer¿s blood glucose value was 132 mg/dl.